Event description:
The customer reported that this transmitter was dropping the ECG readings intermittently. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this transmitter was dropping the ECG readings intermittently. The issue was discovered during set up. The customer was able to duplicate the issue on a simulator. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that this transmitter was dropping the ECG readings intermittently. The issue was discovered during set up. The customer was able to duplicate the issue on a simulator. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During testing, the reported issues of ECG readings dropping out could not be duplicated. The unit passed functional tests and simulated vitals on two different simulators for over 72 hours without any alarms or abnormalities. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/01/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/09/2025 I called edwin to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for edwin to call me back with this information. Attempt # 3: 07/18/2025 I called edwin to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for edwin to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturere? H11 additional manufacturer narrative.

Event description:
The customer reported that this transmitter was dropping the ECG readings intermittently. The unit was not in patient use at the time.